Event description:
Pt underwent a lap splenectomy. During the procedure, the spleen was placed in a cook lapsac surgical tissue pouch and migrated to an incision site in the abdomen. A gynecare x-tract tissue morcellator was used -two insertions- in the tissue pouch to morcellate the spleen. The pt's pulse dropped during the second insertion and the morcellator was removed from the tissue pouch. The case was converted to an open laparotomy. It was discovered the morcellator device had cut through the tissue pouch and caused damage to the aorta. The pt coded but was recuscitated. The pt did not recover following the event and was taken off life support five days later.